Event description:
It was reported that during a laparoscopic roux-en-y procedure, while on anastomosis, two different needles fell out of the handle and one of the needle was difficult to toggle and load. These issues extended the surgical time by 1 hour. To resolve the issue, laparoscopic suturing was performed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 170053, endostitch 2-0 vio 120 polysorb (lot#: j3k3845y), 170053, endostitch 2-0 vio 120 polysorb (lot#: j3k3845y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.